Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The issue was not able to be duplicated, the software was updated and the product was returned. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device/power unit (over 7 years).

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Once the investigation has been completed, the result of the device evaluation will be submitted on a supplemental report.

Event description:
A user facility reported to olympus that the olympus cv-190 was losing power. The problem, as reported to olympus, occurred on preparation for use. The intended procedure was completed with no delay.